Manufacturer narrative:
Siemens healthcare diagnostics is investigating the issue to determine what type of cleaning fluid was splashed in the customer's face. The customer did wash their face after being splashed by the cleaning solution. The cause of the cleaning solution splashing onto the customer's face is unknown. The instrument is performing within specifications. No further evaluation of this device is required.

Manufacturer narrative:
Siemens healthcare diagnostics inc. Filed the initial MDR 2432235-2014-00708 on december 4, 2014. Additional information (december 17, 2014): the siemens healthcare diagnostics inc. Technical and application support manager clarified that the cleaning solution that was splashed in the customer's face was concentrated clorox (8.25%). There are no known reports of adverse health consequences due to the customer being splashed in the face with concentrated clorox (8.25%).

Event description:
The customer was using a cleaning solution to remove a clot on the advia 2120i with dual aspirate autosampler. The cleaning solution splashed in the customer's face. The customer was wearing protective clothing, gloves and a face shield but was not wearing safety glasses. It is unknown what the cleaning solution was. There are no known reports of adverse health consequences due to the customer being splashed in the face with the cleaning solution.